Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction. The sensor had been inserted in the back of the right arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a 3 inches wide bump that appeared infected at the needle puncture site. On (B)(6) 2025, the patient consulted an endocrinologist who prescribed oral antibiotic medication (doxycycline, unspecified dosage). There was no noticeable improvement, so the patient decided to only take the medication for a few days and mentioned she also applied a warm compress to the area. On (B)(6) 2025, she consulted a general practitioner who arranged a surgical consultation visit. On an unspecified date, the surgeon prep the skin with betadine, administered a local anesthetic, performed an incision and drainage to relieve the abscess (I&d), collected a wound culture (pending results), irrigated the wound, and packed it. After 24 hours, she removed the packing gauze herself, kept the area clean, and applied neosporin ointment. After a few weeks, the wound improved and was smaller in size but there was still a small discoloration and raised scaly skin in the area. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.